Event description:
It was reported that a reliance t-handle was jamming outside the operating room. There was no associated procedure with this event, therefore, no adverse consequences to any patients were seen.

Manufacturer narrative:
The device was visually inspected, one of the two prongs of the locking mechanism on the handle is fractured off. The fractured piece was not returned. Device history records were reviewed for this lot, no relevant manufacturing issues were identiifed. The device was manufactured in 2010, over 11 years ago. Complaint history records were reviewed for this catalog number, no adverse trends were identiifed. It was reported via follow up communication that the handle would not completely attach to the shafts. The device IFU was reviewed: for instruments designed for re-use: - the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Great care must be taken of the instruments to ensure that they remain in good working order. - instruments should be examined for wear or damage by doctors and staff in operating centers prior to surgery. The most likely cause of the reported event was determined to be due to the age of the device and normal use over time. Device is over 11 years old.

Event description:
It was reported that a reliance t-handle was jamming outside the or. There was no associated procedure with this event, therefore, no adverse consequences to any patients were seen.